Manufacturer narrative:
Physio-control further evaluated the replaced therapy connector assembly and the cause of the reported issue was determined to be due to broken off spring contacts for the apex lead, which resulted in a loose and intermittent connection. The part was archived by stryker.

Event description:
The customer contacted physio-control to report that AED mode was not recognized. Upon further evaluation, physio-control observed that the device would intermittently loose its connection through its therapy connector, resulting in a "connect cable" prompt. In this state, defibrillation therapy may not be able to be delivered, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device would intermittently not recognize a connection through its therapy connector. After replacing the therapy connector assembly, and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that AED mode was not recognized. Upon further evaluation, physio-control observed that the device would intermittently loose its connection through its therapy connector, resulting in a "connect cable" prompt. In this state, defibrillation therapy may not be able to be delivered, if needed. There was no report of patient use associated with the reported event.